Event description:
The information received from the affiliate indicated that this male patient was presented to the interventional lab for an angioplasty procedure of a stenosis in the aorta. There is no information about the size of the vessel. The physician made access to the patient in the femoral artery. The physician accessed the lesion with a guidewire and advanced the balloon to the lesion. Upon inflation of the balloon, with an indeflator, the balloon burst at 4 atmospheres. The physician carefully removed the balloon from the patient and the procedure was finished with another product. There was no injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.